Event description:
Rods & screws installed in the back along l3-5. Since this event rptr has had extreme & constant pain in the upper & lower back, & left knee. As well as shooting pains in both back & left knee. Stiffness & weakness. Numbness in left knee, fatigue & inability to rest fully. Bowel problesm. Inability to function or position for any length of time because of pain & stiffness.